Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer complained of questionable low results for "several" patients tested for calcium gen.2 (ca2). The issue has been occurring since approximately (B)(6) 2015 on the integra 400 instrument. The actual number of patients affected was not provided. It was noted that only patient samples coming from the rescue center were affected, however, not all the patient samples from the rescue center were affected. The customer provided erroneous results for 1 patient sample tested for ca2. The date of event is not known. It is not known if the erroneous results were reported outside of the laboratory. The initial ca2 result in the afternoon was 1.39 mmol/l. The sample was repeated in the evening and the result was 2.29 mmol/l. The repeat result could have been performed on the same integra 400 instrument or on a different roche system in a different laboratory. On (B)(6) 2015 the sample was repeated on the integra 400 instrument in question and the result was 1.69 mmol/l. It is not known if any adverse event occurred. No adverse event was reported. The ca2 reagent lot number and expiration date were not provided. It was noted that the centrifugation conditions at the customer site was 3000 g-force for 5 minutes. The manufacturer recommends a centrifugation condition of 2000 g-force for 10 minutes. The field service engineer visited the site on (B)(6) 2015 to address the centrifugation concerns. Changing the conditions did not solve the issue. A field service representative visited the site on (B)(6) 2015 and exchanged the wash station and probes. The ca2 test was moved up in the processing list. Since this service action, no further issues have been observed. Based on the available data, the root cause of the erroneous results is most likely related to a maintenance issue in combination with a pre- analytical handling issue.